Event description:
It was reported that insulin squirted out the insulin pump during the prime/rewind process. The blood glucose reading is 6.8 mmol/l. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a loose drive support disk. A cracked case and a scratched lcd window also noted.